Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was a cracked wash collar port tubing on reagent probe a. The fse replaced the tubing to resolve the issue, no further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported observing a contained leak on top of the reaction carousel cover on their unicel dxc 600 pro instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.